Manufacturer narrative:
Device out of warranty; no manufacturers service requested.

Event description:
The customer reported the ventilator was alarming for no oxygen available. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device was out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the ventilator was connected to the oxygen wall source through a flowmeter. The oxygen wall pressure was checked and reported to be 45psi. Pse advised evaluation of the oxygen cylinders, hose and hose adapter. The biomedical engineer reported the oxygen flowmeter was causing a restriction and insufficient flow to the ventilator. The biomedical engineer reported that after replacing the flowmeter the alarm condition stopped. The biomedical engineer reported there was no malfunction of the ventilator.